Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose as in the 400 to 499 mg/dl range and the insulin pump did not alarm his blood glucose was going up. Customer stated that there was flud in the vents on two occasions and that he knew this because his blood glucose was high. He reportedly treated with manual injection. Customer stated the insulin pump was functioning as it should and declined troubleshooting. Nothing further reported.